Event description:
The account alleged the head section is drifting slowly. No patient impact.

Manufacturer narrative:
The technician replaced the cardiopulmonary resuscitation valve to resolve the issue.